Event description:
At end of procedure and hemostasis to right groin puncture, doctor noted area of denuded white/gray colored skin. Assumed reaction to v pad product. Irrigated with saline and loose dressing applied. This concern (dermatitis) being followed by plastic surgery, per interventional radiology nurse practitioner (ir np)health professional's impression:states "chemical burn" following procedure from v-pad applied to groin puncture site for hemostasis. States that he's spoken with vendor/reps in an effort to determine whether this occurred due to a chemical contained in the pad. States all involved thought it was likely due to diaper cream or other substance on the skin.